Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: a visual inspection was performed on the returned device. The balloon was not separated as reported; therefore, the reported balloon rupture was not confirmed. The outer member was separated at the proximal balloon seal confirming the reported separation. The reported difficulty to remove from guide wire was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. The reported difficulty to remove from the guide wire and balloon separation and subsequent damages appear to be related to circumstances of the procedure. It is likely that manipulation and/or inadvertent mishandling of the device during retraction against resistance, resulted in the balloon and inner member separation and subsequent damages. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat radialis artery that was occluded by 75%. The armada 14 xt over the wire balloon ruptured and the distal tip of the balloon separated but remained stuck on the non-abbott wire. Resistance was noted during removal, but all was removed without issue as a single unit. Coating on the guide wire was noted to be peeling. There was no reported adverse patient effect or a clinically significant delay in procedure. No additional information was provided.